Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs and confirmed the reported complaint. The gas module was replaced and the unit returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the end tidal control system discontinued and switched to fresh gas control. It was further noted that the patient's blood pressure and pulse started to increase. The clinician reportedly switched to intravenous anesthesia. There was no reported patient injury.